Event description:
--

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) is expected to be explanted and returned to boston scientific for analysis. An updated report will be filed upon completion of analysis, or if additional information becomes available.

Event description:
Boston scientific received information that during a routine follow-up, it was noted that this implantable cardioverter defibrillator (ICD) was emitting beeping tones, had a charge time of 18.7 seconds, and had reached elective replacement indicator (eri). At the previous follow-up in february 2012, this ICD had a charge time of 9.2 seconds. It was suspected that the device's battery depleted prematurely and suddenly. A replacement procedure was scheduled. No adverse patient effects were reported.